Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 26216un22, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the product for the issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. Historical performance of reagent lot 26216un22 which was evaluated using world wide field data the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 26216un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 26216un22. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I assay was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two samples. The following data was provided (customer reference range 0-0.033 ng/ml): sid (B)(6) initial result 0.139 ng/ml, sample rerun on the same analyzer without manipulating the sample result 0.008 ng/ml, customer repeated the sample on another analyzer and the result was 0.011 ng/ml. Result was corrected to 0.008 ng/ml. Sid unknown initial result 0.152 ng/ml, repeated result on same instrument 0.016 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.